Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number:4468692 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient used the same lot tubing for 3 nights and for all three it took 17.8 ml to prime tpn. The patient reported 500 ml was left after 3150 ml infusion when only 150 ml should be remaining for overfill. No patient harm/adverse event was reported. The event occurred in the patient¿s home.

Manufacturer narrative:
H8 - correction.